Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic, due to a vibratory alert. It was noted that the right ventricular lead exhibited noise. Secure sense algorithm withheld/prevented any inappropriate high voltage therapy. The lead was being monitored pending a lead revision. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
New information received indicates the right ventricular lead was extracted. Lead parameters were normal prior to the procedure. During the procedure the physician noted that the pace/sense pin portion of the right ventricular riata lead was capped. It was noted that the stable parameters on the right ventricular lead could have been due to dislodgement of an atrial lead that was previously thought to be capped into the ventricle and this atrial lead being plugged into the pace/sense portion of the implantable cardioverter defibrillator (ICD). It is not known whether the atrial lead dislodged from the header when the ICD was moved from the pocket. Both leads were extracted successfully. The right ventricular lead was replaced. The patient was stable following the procedure.

Manufacturer narrative:
Final analysis confirmed the reported events. A partial lead was returned in one piece measuring 29.0/42.5 cm (insulation and cables/inner coil). Internal insulation abrasion breaching the ring electrode (re) cable lumen underneath the superior vena cava shock coil was noted at 23.5 ¿ 23.6 cm from the distal tip with the ethylene tetrafluoroethylene (etfe) coating of one re cable abraded at this location which caused the reported event.

Manufacturer narrative:
Correction: the patient age should have been (B)(6) years. The patient weight should have been (B)(6) pounds.

Manufacturer narrative:
Correction: on last supplemental date manufacture received should have been 12/17/2018 not 12/17/2019 (future date).